Event description:
The hub/rotating adapter is blowing apart on pressure injection. There was no harm or injury reported. Customer reported this event happened about five times. The customer did not provide any additional information or clinical information for the additional events. Therefore, this single MDR report will be filed.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation, along with 59 unused devices from four different lots. The customer was not completely certain which lot was actually used, but felt it was f677645. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.